Event description:
It was reported that a high dft threshold was observed. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.